Manufacturer narrative:
Additional PMA/510(k) number : k101880.

Event description:
It was reported that when the doctor was screwing the implant in with transfer coping the hex of the transfer coping fractured in the implant. Making the implant unusable for restoration. The doctor was able to place another implant that same day.

Manufacturer narrative:
A tapered screw-vent implant (tsvtwb10) was returned along with mount. Visual inspection of the as received product identified that the implant had fractured at the collar. Implant seems worn from used. There was substantial amount of bone residue around the implant threads. The implant internal hex found to be worn, and damaged. In addition, the condition of received mount was visually inspected, and it seems worn and scratched around the threads from use. The mount internal hex found to be fractured. The reported failure is considered to be confirmed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: IFU 4869, rev 7-01/16 - instructions for use for tapered screw-vent, advent and trabecular metal implants information identified: general considerations control of biomechanical stresses is the key factor to long-term success of the prosthesis. Even after implant integration, imbalances in occlusal forces can lead to implant failure. Implant patients should be monitored post-operatively for screw loosening, peri-implant bone loss and tooth wear as signs of occlusal overloading. Adverse effects the following complications may occur relative to implant placement: pain, discomfort, dehiscence, delayed healing, paresthesia, hyperesthesia, edema, hemorrhage, hematoma, infection, inflammation, the need for additional surgery or removal, local and generalized allergic reaction, lack of integration, loss of bone, and loss of implant. Other adverse effects may also occur as a result of iatrogenic factors and host responses. Hygiene & maintenance long-term implant health is directly related to the maintenance of oral hygiene. Potential implant candidates should establish an adequate oral hygiene regimen prior to implant therapy. Following implant placement, the clinician should instruct the patient on proper tools and techniques to ensure long-term maintenance of the implant(s). The patient should also be instructed to maintain routinely scheduled prophylaxis and evaluation appointments. A root cause could not be determined for this complaint. UDI: (B)(4). Date received by manufacturer. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.